Manufacturer narrative:
Company comment: the serious event of vascular occlusion, the non-serious events of bruising and pallor at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to vascular occlusion and its manifestations. The sculptra was intentionally misused with regards to the cannula type. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until additional information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a female patient of an unknown age. Additional information received on (B)(6) 2025 from same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, at 1pm, the patient received treatment with 1 ml of sculptra (lot 4j4811) to right temple area using 22g cannula with retrograde technique. The sculptra was injected using 22g cannula (intentional device misuse). On the same day of treatment, the patient experienced a possible bruise (implant site bruising) or occlusion (vascular occlusion) on the right temporal area. There was no blanching post treatment. Then, patient shared pictures at 4h30 and taken for a doppler studies. There was a slight blanching (implant site pallor) at hairline. The patient was injected with 5 ampoules of hylase [hyaluronidase] to area after diluting with 1ml of 2% lignocaine [lidocaine] for the blanching. The patient also received 4 mg of dexamethasone [dexamethasone], 300mg of aspirin [acetylsalicylic acid] per oral plus 1 spray of nitrolingual [glyceryl trinitrate] via sublingual route. She was also given 4l/min of oxygen per mask for 30 mins and the flow was restored. On an unknown date, the patient underwent MRI with contrast and flow was noted. The patient appeared well, but the bruise appeared post hylase treatment. Outcome at the time of the report: occlusion was recovered/resolved. Bruise was not recovered/not resolved/ongoing. Blanching was recovered/resolved. Sculptra was injected using 22g cannula was recovered/resolved.